Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process and basal delivery. In both occurrences, the customer's blood glucose levels were reported (170 and 350 mg/dl) and were both addressed with a correction bolus. The customer was able to load a new cartridge successfully and resume insulin delivery.